Event description:
An olympus senior field service engineer reported on behalf of the customer that the hd 3cmos camera head had a scope communication error and had no image after connected and powered on to the otv-s300 visera elite ii video system center. The issue was found during preparation for use in a therapeutic laparoscopic hysterectomy procedure. The intended procedure was completed with another device. There were no reported delays, there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿scope communication error and had no image¿ was confirmed. The device evaluation found the device passed the leak test. The camera cable was dirty, the zoom knob was dirty, the focus knob was dirty, and no signal image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were confirmed, however, the root cause of the failure events could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.